Event description:
It was reported that the staples were malformed on the left side of the staple line. The doctor sutured over the entire staple line to complete the case with no pt consequence. The device and one reload are being returned for analysis.